Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was hospitalized with a fever and upper back pain. As a result, an MRI was performed and the patient's leads were explanted, but there was no indication of infection. It was also reported that the patient did not taker her antibiotic prescription as recommended proceeding the implant surgery.